Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt is on IV antibiotics while at home for a driveline infection. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.